Event description:
Information received from the field notes that the leads exhibited high thresholds. Due to the patient's health, the physician elected to replace the pulse generator and leave the leads implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received